Event description:
The customer reported losing saved images. No patient injury occurred.

Manufacturer narrative:
The ge service rep replaced the workstation hard disk drive, and reloaded the jv28 to system. System operates as intended.